Event description:
Platinum tip of catheter dislodged while cannulating target vessel. Target vessel inadvertently embolized with marker. Post angiography showed successful occlusion of target vessel with marker. Position unchanged. There was no apparent patient injury.